Event description:
The fe reported the system failed to generate kv and ma's. This will have resulted in a loss of imaging functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.